Manufacturer narrative:
(B)(4). The tip was separated from the tine sleeve. No adhesive was found between the support tubing and tip electrode with the pacing coil. No residues of adhesive were visible on the pacing coil and only limited amount was seen on the inner surface of the support tubing.

Event description:
It was reported that during implant, the distal part of the lead was separated from the lead body. Another lead was used.